Event description:
The initial reporter stated that they had blood backing up into the administration set. They stated that the patient had "gotten up in the middle of the night and noticed blood in his tubing". They stated that the patient disconnected and flushed the tubing. Mmdg followed up with the initial reporter who stated that the patient had not had any adverse effect from the reported complaint. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances in the original build. When the device was returned to mmdg for investigation, it was found that two components had not bonded properly. This report is being filed for the blood back up the patient reported.

Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances in the original build. Because the device was not returned to mmdg, an investigation could not be completed. This report is being filed for the blood back up the patient reported.

Event description:
The initial reporter stated that they had blood backing up into the administration set. They stated that the patient had "gotten up in the middle of the night and noticed blood in his tubing". They stated that the patient disconnected and flushed the tubing. Mmdg followed up with the initial reporter who stated that the patient had not had any adverse effect from the reported complaint. (B)(4).